Event description:
Event description guidant received information that one day after implant, this lead dislodged. The patient reported feeling stimulation in the pocket area. The proximal coil of the lead was surgically abandoned during the initial implant procedure. Upon further investigation, the stimulation was not reproducible in any way and the patient denied feeling it with further testing. All lead caps were in place and plug ports were intact with plug port set screws set down tightly when the device was removed from the pocket. The rv lead was repositioned, sensing and thresholds were improved after lead repositioning with no extracardiac stimulation noted.